Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported delivery issued with impella 5.5 device. Some difficulty crossing atrioventricular (av). Once across av and pump turned on, unable to achieve flows 3lpm when above p4 when extracorporeal membrane oxygenation was being weaned. Pump then removed for better positioning. Upon removal of pump, noted kinked catheter behind motor housing. Decision was made to remove pump and open a new 5.5 for implant instead.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02722 was provided.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.